Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
On (B)(6) 2026, about 1 minute after flushing the prefilled catheter at 10:54 during PICC exchange, she immediately became short of breath, flushed, trunk and extremities flushed, and was given immediate medium-flow oxygen and sputum, with little sputum and no blood sputum, finger pulse oximetry: 98%, p155 beats/min; physical examination: bp 165/119 mm hg, respiration 30 beats/min; she remained comatose. On auscultation, there were no dry or wet rales in both lungs, fast heart rate and arrhythmia (hr 155 beats/min). Abdomen was soft, bowel sounds were 3 beats/minute, and there was no edema in the limbs. Immediately given cardiac monitoring, open intravenous access, budesonide nebulization, methylprednisolone, cediran treatment after blood pressure, heart rate, respiratory urgency decreased, urgent blood checks, electrocardiograms, etc., please ICU and cardiology consultation to guide the diagnosis and treatment; after treatment at about 11:55, the patient's skin rash disappeared, the skin flushing disappeared, the fast heart rate was relieved, the shortness of breath was relieved, and the vital signs were normal.